Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lsf) (B)(4), alleging that his onetouch ultra meter read inaccurately erratic. The complaint was classified based on the original customer service representative (csr) documentation. The patient was unable to recall when he first noticed that the subject meter was reading inaccurately. He alleged, date/time unknown, he obtained blood glucose results of ¿217 mg/dl and 430 mg/dl¿ with the subject meter within twenty minutes of each other. Based on statistical methodology, the difference between these results falls outside lfs¿ criteria for precision. The patient manages his diabetes with insulin (self-adjuster). As a result of the readings he obtained with the subject meter, the patient reported that he administered an increased dose of insulin (30 units instead of usual 25 units of lilly 37t) and later developed ¿sweating¿. No treatment or medical intervention for his symptoms was specified. The csr noted that after the symptoms, the patient tested his blood glucose levels with a different vial of test strips in the subject meter and the results ¿were not as high¿ as the results from the previous vial of strips. The csr also noted that the patient compared the new vial with a calibrated laboratory device. The lab comparison results ¿were not that high¿. The exact results were not communicated, but allegedly differed by ¿10-12 units¿. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient was using the correct testing technique, his test strips had been stored correctly and the test strip vial was not cracked or broken. A control solution test was performed and the result was found to be out of range. Replacement test strips were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately erratic readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
This complaint is being reported because the patient claims he obtained inaccurately erratic readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.